Manufacturer narrative:
The cortrak tracing received from the customer indicates a right lung placement. Feeding tube placement is dependent on the clinician and pt. The actual tube does not influence where it is placed. The cortrak system was returned for eval the feeding tube was not. The cortrak was found to be functioning per spec.

Event description:
Event description: a cortrak feeding tube was inserted which resulted in a right lung placement confirmed by x-ray. The lung placement resulted in a pneumothorax. A chest tube insertion was immediately performed after x-ray confirmation.